Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer was unable to use device to monitor glucose and experienced symptoms described as sweating, headache, nausea, achy legs, and loss of consciousness. The customer was treated with insulin (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR's verified that the cable and adapter were part of the kit pack. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer was unable to use device to monitor glucose and experienced symptoms described as sweating, headache, nausea, achy legs, and loss of consciousness. The customer was treated with insulin (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.